Event description:
It was reported that a clinician loaded the IV set in a spectrum infusion pump upside down, while delivering packed red blood cells to a pt. Within 20 minutes of starting the infusion, the nurse observed that the container of blood was getting larger. The customer stated that approximately 23 ml's of blood was removed from the pt. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question and a flow rate test was performed per the sigma preventive maintenance procedure and the device was found to deliver within specification. Excessive drip and pressure testing was conducted at 60 degrees fahrenheit with the unit passing. Although there is no evidence of a device malfunction, it was reported that the administration set had been loaded in the pump improperly (reversed) by the user.